Event description:
It was reported, via remote transmission, that the right ventricular (rv) lead triggered a warning for low impedance and electromagnetic noise was found. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. Electrical continuity test results were passed, electrically. No anomalies was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2010.